Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicates that the customer had a blank display from their insulin pump after the insulin pump was submerged in water. The customer's blood glucose level was 231 mg/dl. The customer will return the insulin pump will be returned for analysis.